Event description:
User reports imprecision when running glucose assay. The samples were run 3 times by the same method, and a 4th time using a different methodology. The following data results were provided for each sample, units of measure are mg/dl. Pt 1: 117.7/80.4/75.9, different method 76.7. Pt 2: 133.2/92.8/92.2, different method 93.5. Pt 3: 122.3/82.6/81.6, different method 82.9. Pt 4: 119.2/72/71.4, different method 72.2. Pt 5: 131.6/82.2/82.3, different method 83.5. Pt 6: 148.7/96.7/96.7, different method 96.6. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.